Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The patient called in to report that she had 12 occasions that the cleo® 90 infusion set completely detached during use at the site. In the evening her blood sugars rose to 400-500 mg/dl, and during the day her blood sugars rose 200-300 mg/dl. When she noticed the site detached she changed out her site and administered insulin. Additional information was requested but not received. Please reference MDR numbers: 2183502-2016-01712, 2183502-2016-01714, 2183502-2016-01715, 2183502-2016-01716, 2183502-2016-01717, 2183502-2016-01718, 2183502-2016-01719, 2183502-2016-01720, 2183502-2016-01721, 2183502-2016-01722, 2183502-2016-01723. For the other cleo infusion sets that are also associated to this complaint.